Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.